Manufacturer narrative:
(B)(4). Concomitant medical products - unknown taperloc. (B)(4). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event.

Event description:
It was reported that during a surgery the taperloc microplasty 7.5 mm was not fit to the rasp. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on (B)(4).